Event description:
This lead was implanted on (B)(6) 2003 and explanted on (B)(6) 2011 due to high pacing thresholds. The rv impedance was at 1980 and has been trending high, indicating a fracture. This procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).